Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the buttons of the insulin pump were affected during a flight due to air pressure. It was stated that the battery has been taken out of the device due to beeping for a long period of time. It was also reported the customer was unable to clear the alert before low and was not getting other alarms. No troubleshooting was performed. The insulin pump was not returned for analysis.